Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: revitan prox. Spout 55 14/140; item: 01.00401.055; lot: 2571372. Desc: biolox delta hd 12/14 36x+3.5; item: 00-8775-036-03; lot: 2568981. G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to the joint between the proximal and distal items becoming disconnected, approximately 15 years post primary surgery. Attempts have been made and no further information has been provided.